Event description:
It has been reported to philips that the allura system was not booting up and got stuck on the bios (built in operating software) screen. No patient or user harm was reported. A philips engineer inspected the system onsite and wired the hard drive directly into the system motherboard. System is now in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was outside the clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating he system will not reboot. The fse removed hard drive cage cover from the front of the host pc and all lights indicated they were receiving power but no data appeared to be transferring since the leds were not blinking at all. Fse opened pc and wired hard drive directly into the system motherboard. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.